Event description:
Consumer reported complaint for hi blood glucose test results. Customer had initially spoken with coordinator on 04/07/2022 and was contacted by technician on 04/08/2022. The customer is concerned with test results from results obtained of hi. Customer stated that her doctor took her off metformin in (B)(6) 2022 and since then she has been getting high readings morning fasting. The customer¿s expected blood glucose test result range was not disclosed. At the time of the call the customer reported feeling weak, sleepy and tired. Customer stated that she had contacted her doctor on (B)(6) 2022 due to the symptoms and she is expecting a call back from them. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 08/29/2023 and open vial date was not disclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: weak, sleepy and tired, and for customer contacting doctor due to symptoms. Meter and test strips were returned - reported defect not reproduced on returned meter and strip. Product evaluation has been completed. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.